Event description:
Situation: patient experienced a code blue event, ventilator bedside on patient in hfnc (high flow nasal cannula) mode. Patient resuscitated, intubated, placed on bedside ventilator (lpch 53752) with nitric. Doctors had noticed discrepancies in end tidal on manual bag ventilation vs ventilator breaths and spo2 desaturations and requested to change circuits on vent to try and alleviate issue. On system pre use check bedside off patient, gas supply unit section of pre use check did not pass. (Lpch 53752) ventilator removed from service and replaced patient ventilator with alternate working ventilator (lpch 73702). Background: this patient was pod day 2 from cardiac surgery, extubated and was recovering on high-flow nasal cannula (hfnc) with nitric recently being weaned to off 8 hours prior. The ventilator in this situation was lpch 53752 and was placed on patient in operating room (or) day of surgery. Invasive ventilation was reactivated on patient bedside during a code blue intubation, as well as placement of inline nitric therapy. It was two hours after the code blue event during ventilator trouble shooting we had noticed the system check error. Assessment: patient acutely actively desaturating after being on invasive ventilation approximately for 1.5 hours post code blue intubation with nitric in line at 100% fio2. A leak of 20% was noted on patient leak on ventilator. During bedside troubleshooting the circuit in use had pressure tested in low numbers under 30lpm (liters/minute) leak, and no other source of leak could be sourced that could cause an issue between multiple therapists. Patient held good saturations and pressures with manual bagging but showed less stability on bedside ventilator (lpch 53752) despite no discrepancies in delivered volumes and ventilation delivered being noted. Circuit changed, as well as exhalation valve, prompting system check off patient. The gas supply unit section of the system check did not pass, and ventilator was not replaced on patient. Unit therapists rt1 and rt2 agreed with mds to switch to alternate ventilator. On new ventilator (lpch 73702) patient stable despite variances in end tidal, but md's satisfied with overall patient condition post change. Ventilator taken off patient shown to respiratory assistant manager, and clinical specialist and brought to biomed. Recommendation: if system check does not pass any required sections do not place on patient. If we had not performed an additional system check on this patient due to these specific circumstances this error would not have been discovered. Update: biomed eval summary of work: ran device check on unit and breathing circuit test. All passed. Ran ventilation and did not notice any issues while running vent. Contacted tech support to have facilities take a look this event had minimal temporary harm.